Event description:
After an implant period of approximately 75 months, oversensing was reported. The lead was capped and replaced.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. Therefore the analysis is based on the inspection of the quality documents as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The available iegms confirmed the presence of noise on the rv and far-field channels, as mentioned in the complaint description. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the devices would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.